Event description:
It was reported that an infant was placed on the head section of the surgical table and the head section allegedly detached. The infant and the head section reportedly fell to the floor. There was no report of an injury to the pt.

Manufacturer narrative:
It was reported that an infant was placed on the head section of the surgical table and the head section allegedly detached. The infant and the head section reportedly fell to the floor. There was no report of an injury to the pt. The customer is not providing any add'l details. It was found that the head section was not installed properly. Additionally, the user manual states that the head section is only for a pt's head. No problems were found with the head section or latching mechanism, and the customer was in-serviced by a sales representative on the proper latching and use of the head section.